Event description:
The device was used during a diagnostic laparscopic procedure. Upon entry, a small hematoma was observed on the small bowel mesentery. The hematoma was cauterized. The case was completed and the pt released.